Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a dissection occurred. The physician completed the procedure by placing 2 coronary stents. The pt status is listed as "okay".